Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the tip cover broke inside the patient's cavity, making it necessary to open a new product. Inspection was carried out and no fragments were found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the monopolar curved scissors (mcs) and tip cover accessory were inspected prior to use and there was not any non-conformity during the inspection. The product was packaged and conditioned according to the manufacture instruction. No arcing was observed. The surgeon believed that opening and angulation during the use of the mcs instrument caused the tip cover to break. The tip cover appeared to be properly installed. No part of the mcs orange surface was visible when installed. The tip cover was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs prior to tip cover installation. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in fragments fall inside the patient¿s anatomy.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.